Manufacturer narrative:
(B)(4). Date sent: 9/17/2015. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: when the jaws didn't close perfectly, was the anvil jaw bent/damaged? It seemed to me that the anvil was bent was the closing trigger able to be fully closed, but the jaws remained slightly open? Yes, it was. I could become aware of it only at the end of the surgery taking a look at the stapler. I saw that the blade couldn¿t reach the end of the cutting line when the blade didn't reach the limit, was the firing stopped? No, it wasn¿t if yes, how was the device opened? Were the staples formed properly? Yes, they wer was there any issue with the cut line such as jagged, dull knife, irregular, etc?nothing what was the bmi of the patient? We don¿t remember exactly but it wasn¿t extreme. Was the patient male or female? Female. Was a leak test performed and if so, what was the result? Yes, it was ok was there any patient consequence or change in the post-operative care of the patient as a result of the event? Nothing.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon used seam guard for all the firings (4 black and 2 green reloads). After the first firing, once seam guard has been positioned on the reload, the surgeon had problems inserting the stapler through the 12mm xcel trocar. After the exit from the trocar, the surgeon also noticed the seam guard wrinkling, so seam guard has been frequently removed and replaced with a new one. At the end of the procedure, the jaws of the stapler didn't close perfectly. They were slightly open and the blade didn't reach the limit (it stopped about 5mm before the "cut" line). The procedure was completed by using two 15mm trocars. There were no adverse consequences for the patient reported.